Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of the rotablator rotalink plus device. The advancer unit and burr unit were received attached together as a single unit. The advancer knob was received tightened in a backward position. The advancer, handshake connections, sheath, coil, and burr were microscopically and visually inspected. The annulus was damaged and not rounded. It is probable that the rotating burr came into contact with the guidewire during the procedure, leading to the damaged annulus and reported fractured guidewire. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-11512. It was reported that a rotawire fracture occurred. The target lesion was located in the right coronary artery. A rotablator burr and rotawire were selected for use. During the procedure, the burr was run at 160,000 rpm with flush running. It was then noted that the burr overheated and fractured the wire during platforming. It was also noted that the rotawire simple fell into two. There was still 8-10cm of the wire visible outside the guide catheter and the wire was able to be pulled out. Upon checking the rotawire, it became apparent that the distal end of the wire inside the rca had also inexplicably broken off. The procedure was completed with a different device and the patient remained stable.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-11512. It was reported that a rotawire fracture occurred. The target lesion was located in the right coronary artery. A rotablator burr and rotawire were selected for use. During the procedure, the burr was run at 160,000 rpm with flush running. It was then noted that the burr overheated and fractured the wire during platforming. It was also noted that the rotawire simple fell into two. There was still 8-10cm of the wire visible outside the guide catheter and the wire was able to be pulled out. Upon checking the rotawire, it became apparent that the distal end of the wire inside the rca had also inexplicably broken off. The procedure was completed with a different device and the patient remained stable.